Event description:
Per complaint (B)(4), a patient's dental implant fractured. Osseointegration failure, infection, and osteopenia were also reported. The implant was explanted five months after initial placement.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.